Event description:
It was reported that the infusion pump alarmed as the attending nurse was assisting another staff member. The nurse reached over and adjusted the rate on the pump. The patient had a primary infusion of fentanyl 2500mcg/ns 250ml (10mcg/ml) infusing at a rate of 10mcg/hr on one pump module and IV vancomycin infusing on the other pump module. Shortly after the rate adjustment, the po2 alarmed, and the patient was found to be cyanotic and unresponsive with an oxygen saturation of 80%, which quickly decreased to 30% on the monitor. The patient's blood pressure was 115/58 and heart rate was 83/minute and there were no respirations noted on the monitor. The nurse called a code blue. The patient's respiratory status decreased and became apneic and required intubation. The patient's systolic blood pressure dropped to the 80''s during intubation and recovered to 100/59 with a heart rate of 85/minute post intubation. During the code blue, it was identified that the fentanyl infusion rate had been increased to 252ml/hour. When the nurse adjusted the infusion rate, the nurse believed that she was reprogramming the IV vancomycin infusion but in reality, mistakenly reprogrammed the fentanyl infusion to infuse at a rate of 252ml/hr.

Manufacturer narrative:
The report of a device infusing at the wrong rate was confirmed. A log review was requested for the night of the 7th just before midnight. The pcu event log review summarizes the events for pump module s/n (B)(4) from 9:31 pm on 06 november 2019 to 12:34 am on 08 november 2019. The pcu event log review shows pump module s/n (B)(4) was in use and infusing an infusion of drugid 169 at a rate of 1ml/hr (dose = 10). At 11:52 pm on 07 november 2019, the device was channeled off. Three seconds later the device was programmed to infuse a primary infusion of drugid 2 at a rate of 10ml/hr with a secondary infusion of drugid 382 at a rate of 250ml/hr. The pump module and the disposable set were not provided for investigation. The root cause of the report of infusing at the wrong rate was identified as due to user programming.

Manufacturer narrative:
The customer¿s report of a device infusing at the wrong rate was not confirmed. Analysis of the pcu event log review summarizes the events for pump module s/n (B)(4) from 9:31 pm on (B)(6) 2019 to 12:34 am on (B)(6) 2019. Details regarding the reported event were not provided and therefore a determination on whether the suspect device was infusing at the wrong rate could not be made. The root cause of the report of infusing at the wrong rate was not identified. No device was returned for investigation.

Event description:
It was reported that the device infused an unspecified medication at the wrong rate.